Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) called technical services (ts) and reported experiencing shock episode while running a chainsaw. The patient also reported experiencing a similar event about four years ago, however, did not get evaluated by the clinician. Ts discussed possible causes and referred patient to device treating clinician. Subsequently at a follow up visit, the stored episodes were reviewed by the clinician. The clinician stated that the most recent shock episode delivery was deemed to be appropriate but the shock episode from four years ago was determined to be inappropriate. The clinician discussed possible medication changes with the patient. At this time, the ICD remains in service. No additional adverse patient effects were reported. This ICD remains in service.